Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709, lot# l57100, implanted: (B)(6) 2000, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving 1 0mg/ml dilaudid at a dose of 2.998mg/day via an implantable infusion pump for an unknown indication for use. It was reported that during the last several refills there has been more volume then what the physician programmer read. The patient had not had any overdose or withdrawal symptoms. It was also reported the catheter was unable to be aspirated. It was unknown if the issue was resolved at the time of the report. It was unknown what interventions were done to resolve the issue. It was reported no surgical intervention occurred and it was also unknown if any was planned. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.